Event description:
Customer reported that patient experienced overcorrection treatment. It was reported that patient experieced more than two lines of best corrected visual acuity (bcva) for both eyes at 1 month post-op. There is no retreatment planned for the patient. Right eye pre-op refraction -9.0/-2.75 x100. Right eye post-op ref (7day) +4.75ds/-2.50 x80. Left eye pre-op refraction -8.25/-2.25 x65. Left eye postop refraction +4.75ds/ -2.25 x100. Right eye preop(bcva) 6/12. Right eye postop(bcva) 6/36. Left eye preop (bcva) 6/9. Left eye postop (bcva) 6/36.

Manufacturer narrative:
Initial reporter phone number: (B)(6). (B)(4). An amo representative visited the site on (B)(6) 2014 and did not identify any issues associated with the event. Note: all pertinent information available to amo at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
Received additional information that patient is doing fine and the post op bcva had improved significantly. (B)(6). In initial and follow up 1, device manufacturer date was not added. Device manufacturer date is 10/28/2013. All pertinent information available to abbott medical optics has been submitted. Placeholder.